Event description:
It was that during a lap gastric bypass the device jammed and would not fire. They used a second like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Malformed clip and non-functional lockout. The analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument did not lock out as intended. No conclusion could be reached as to what may have caused the firing issue. The batch record was reviewed and no anomalies were noted during the mfg process.